Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a female patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Per the reporter, the cause of the peritonitis was related to well water. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by global pharmacovigilance (gpv) from a nurse, who medically confirmed this report. On (B)(6) 2012, the patient was hospitalized for peritonitis manifested by abdominal pain and cloudy drain bag (onset date unknown). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was not improving. The nurse confirmed water as the source of organism of the peritonitis. The nurse clarified that on (B)(6) 2012, the patient was re-hospitalized for peritonitis. Treatment information was unknown. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. A batch review was conducted for potentially associated lot numbers h12h10123 and h12g08020 and no exceptions were observed that were related to the reported condition.